Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer needed help programming the insulin pump. Customer's blood glucose was over 80 mg/dl. Customer's most recent blood glucose was 83 mg/dl. Customer stated that the pump alarmed and she had to change everything out. Customer noticed that there was no meter communication. Customer had an external flash crc error alarm but it was cleared with the esc and act buttons. Customer stated that the pump was already rewound and that the alarm only occurred once. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Also, moisture damage was noted on the motor during visual inspection. Unable to perform operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the external flash crc error alarm, communication with glucose meter and carelink pro due to the blank display. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.